Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k370019 was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. It was reported that the patient had aps. This condition can impact the performance of the assay. Testing with an aps-insensitive laboratory method is recommended for these patients. The patient's sample may have interfered with the test and cannot be ruled out as a possible root cause for the discrepancy observed by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in (B)(6) reported a variance between inratio2 inr results. Results are as follows: date: not provided, inratio2 inr: 1.0 and 2.1. The physician felt that the 1.0 was improbable as the patient was on phenprocoumon. Therapeutic range: not provided. Testing was performed one after the other. There was no reported adverse patient sequela and no additional information was provided. Patient has antiphospholipid syndrome (aps). (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)